Manufacturer narrative:
Com- (B)(4).

Event description:
It was reported, that transmitter failed error occurred for transmitter (B)(6). Data was evaluated, and the allegation was confirmed. The probable cause could not be determined. Transmitter (B)(6) was returned and evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed, and a transmitter failed error for transmitter (B)(6) was not found within the investigation window. The allegation was not confirmed for the returned transmitter. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.